Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
During a customer visit, a number of issues were described by the healthcare staff, including inaccurate measurements, delayed readings, indents on the skin, and durability issues. The following issues were described by the clinical staff: "my biggest complaint is the excessive broken cables and the wraps get stuck to themselves but don¿t stick to patients. Adhesive doesn¿t last. The sensors don¿t pick up, especially in the dr. Sizes don¿t fit and sensors stick to themselves. Maybe by the fourth time placing the sensor you might get a reading. The light of the radiant warmer is effecting the reading and now there isn¿t a posey to block it. We had a transport of a heart baby and the pulse ox wasn¿t picking up. I have a lack of confidence in the readings." ¿having a difficult time picking up, even with max sensitivity, dry hands, new sensor, it takes an excessively long time (30 sec-1 minute) and definitely takes longer than the old style sensor. Sensor was reading 78, baby was (B)(6) old, I didn¿t trust the reading.¿ ¿I like them, I used them at my last job. I change the tapes often, but other than that, no issues.¿ ¿I basically hate them. I change them every shift because you can¿t believe what it says. I disrupt the baby who is asleep and then change the sensor instead of using the wraps. It¿s obnoxious to have to wake the patient up to change it.¿ ¿bigger babies are much more difficult to pick up. I have a tough time getting it to work, especially in the dr, so I cover it with a blanket and that doesn¿t work either.¿ ¿don¿t stay on and don¿t pick up. I¿m constantly changing the tape and or the probe. Doesn¿t stand up to wear and tear from picking the baby up and cleaning them. I miss the old ones. I had a situation where it was giving me numbers that appeared to be a minor desat to 92, but when I looked, it was barely on the patient. Why would it still give me numbers? The tapes are insufficient.¿ ¿they don¿t pick up well. Would be nice if they still came with the posey. Sticky tape is always falling off. When it¿s not picking up or even if it¿s a new sensor and there¿s a poor reading, replacing the sensor gives a totally different reading. They twist a lot which I think changes the readings. People are taping feet to keep the sensors on and then they¿re ripping the skin off with it.¿ ¿good for small babies who lay still. Large babies (inf) sensor is of no use to me. It lifts off the foot, white foam part torques, within minutes you¿re having different readings. Poseys are good to hold them in place. Almost had a baby go on o2 but was able to position and hold it." ¿we miss the poseys. The sensors don¿t stick, not easy to maneuver/ apply. Poseys are a huge help.¿ ¿they don¿t seem to work very well. Baby last week (big baby, kicking) hard to get a tracing, then it said the baby was desatting. It¿s not optimal. I tried a new cable and new tape. It¿s not reading through the motion. I miss the posey. It stayed better and blocked light. Infant sensor doesn¿t stay on the toe so we use neo for the foot even on larger babies. ¿I¿m suspicious of the sensors. They don¿t pick up, don¿t adhere well even right away. They pull up off of the pt. Some desats are suspicious when 3 stars and a good pleth are present. You would think it¿s accurate but the patient looks fine. Then you change the sensor and it says 99%.¿